Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Patient demographics requested however not provided model or lot requested however not provided.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "nurse was getting the IV tubing ready to circle prime the chemotherapy the nurse connected the spiros to the tubing and the spiros clicked like it would stay but it did not lock into place the nurse noticed this before spiking the chemotherapy spiros lot number 4337813 alans pump infusion set lot number (10)19085255." An incomplete date of event of (B)(6) 2019 was provided. Although requested there was no additional event details provided at this time. There was no report of patient impact provided at this time.